Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible a damaged cable caused temporary loss of image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. However, the cable unit was found to be damaged with twists and cuts in several parts along with poor water-tightness. Initial leakage and electrical safety tests were performed and there was a leak at the cable unit. It was also found that the coupler was dirty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd camera head produced no images. An olympus field service engineer evaluated the device on site, and found that the cable was damaged. Customer's reported malfunction occurred prior to procedure, therefore there was no reported patient injury.